Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was cracked, rendering the device difficult or unable to operate, and a replacement unit was provided with instructions for shutdown, data sync to the mobile app, return logistics, and advice to use backup therapy and continue cgm as needed. Symptoms included no reported blood glucose impact. Outcomes included no emergency treatment, no hospitalization, and no clinical intervention. Investigation included a review of the reported damage and device replacement logistics and inspection of the returned device. Investigation of this device revealed a damaged display component consistent with physical damage to the user interface, with no evidence of a device performance malfunction. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.